Manufacturer narrative:
A product development evaluation was completed: the 03.227.041, lot 2387983 cannulated hexagonal screwdriver was received intact. The device shows moderate wear along the phenolic handle and the working length of the device consistent with over six years of use. The cannulated hexagonal screwdriver was returned and reported to have had the tip of the device broken off during an ankle fusion surgery. This condition is confirmed; the device shows a jagged edge ending in a point where the tip of the device was ripped off. The device appears to have been used to tighten a screw off angle which in addition to regular use of the device over six years has led to this complaint condition. The relevant drawing was reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. It is likely that an attempt to tighten a screw off angle and regular use over 6 years has led to this confirmed complaint; however, this complaint is not a result of any design related deficiency. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Code used to address x-rays taken during procedure for confirmation of no fragments from the broken screwdriver in the patient anatomy. No nonconformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the tip of the screw driver broke inside the head of the screw during surgery for an ankle fusion while the surgeon was tightening down a screw. The tip of the screw driver was retrieved and another screw driver was readily available to complete the surgery. X-rays confirm that no fragments were left in patient. No patient harm was reported and the procedure was completed successfully with no surgical delay. This is report 1 of 1 for (B)(4).